Event description:
Customer alleged the lh intermediate siderail would not latch in the "up" position.

Manufacturer narrative:
The facility cleaned the latch, latch pin, latch spring, and the whole area where the siderail latches. This resolved the issue.